Manufacturer narrative:
The customer's meter was received for investigation. Visual examination was performed and revealed that the meter display has white splotches of contamination on the screen. The customer stated that they appear to be white powered spots and may have been the result of cleaning the device over time. No malfunction of the meter's display could be reproduced. The root cause is determined to be contamination of the display due to improper handling or maintenance by the customer. Medwatch fields (B)(4) were updated.

Manufacturer narrative:
The customer¿s meter was requested for return. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer reported white spots on the meter display that he described as looking like powder. The meter can still be used. The customer reset the meter and the spots remain and could not be wiped away. The customer noted that he believes it might have been caused by cleaning the display/cleaners over time. The customer verified that there have been no misinterpreted results.